Event description:
It was reported that the spike on the tubing was broken which lead to wastage of the hydromorphone bag during infusion. As per patient, this is the fourth time this has happened in last month. No adverse patient effects were reported.